Manufacturer narrative:
The customer has refused service on this iabp citing that the issue is no longer present. The customer performed a touchscreen calibration and the touchscreen is now working properly. Not returned to manufacturer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) touchscreen was out of calibration. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.